Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite video system center was intermittently not displaying the endoscopic images on the serial digital interface (sdi) output. The issue occurred both during preparation for use and the procedure. The procedure was confirmed as completed with no patient harm, but further details of the procedure were not available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the circuit board or communication error. However, the customer's event was not confirmed. Therefore, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.